Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called via phone that for the past two weeks the blood glucose level was 400 and hit 500 and has had large ketones. Customer was 470 mg/dl at 2 pm and has now has manually corrected with pen. But patient's current blood glucose level was 243 mg/dl. The insulin pump will not returned for analysis.